Event description:
The customer stated that she received a blood glucose reading of 1.9. It was verified the meter was set in mmol/l. The customer did not allege any adverse events due to the mmol/l readings. The meter was returned for evaluation, and a replacement meter was sent.

Manufacturer narrative:
When the qa lab received the meter, it was set in mmol/l. When the meter was tested, it met specifications. This complaint was not made a potential until the qa lab evaluated the meter, so the report will be submitted past the 30 day window.